Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, irritable bowel syndrome, pharyngitis, blood in urine, ovarian cyst (left), amenorrhea and adnexa uteri pain. Concomitant products included dicycloverine hydrochloride (bentyl), hydrocodone and sulfadimidine (sulfamethazine). In september 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On 19-sep-2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain / lower left side pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dental caries ("dental cavities"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pain ("dull ache") and pelvic pain ("chronic pelvic pain / pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pain, weight increased, fatigue, abdominal pain lower, bladder disorder, urinary tract disorder, dental caries, diarrhoea and abdominal distension outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, dental caries, diarrhoea, fatigue, pain, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain" most recent follow-up information incorporated above includes: on 2-apr-2018: events- "bladder problems, urinary problems or changes, dental cavities,diarrhea,bloating, she did not undergo essure confirmation test", reporter added from pfs. Concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pain ("dull ache"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pain, weight increased, fatigue, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, fatigue, pain, pelvic pain, perforation and weight increased to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.